Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the operating room nurse found that the tip of the guide wire was broken upon opening of the package. The event did not include extra operation or therapy.

Event description:
It was reported that the operating room nurse found that the tip of the guide wire was broken upon opening of the package. The event did not include extra operation or therapy.

Manufacturer narrative:
The reported event is confirmed and the cause was unknown. A photo sample was provided; evaluation of the photo sample noted the tip of the guidewire appeared to be bent; unable to verify without testing further. The guidewire was returned with the opened original packaging. The sample was found to have the coating peeled off at the tip of the guidewire, leaving the wire exposed. A potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation", however, the actual cause cannot be determined. As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. It was unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Corrections: d,f,h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.